Manufacturer narrative:
Philips service replaced the mechanical control module and geo module, restoring the device to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that c-arm mechanical control module failure caused the gantry to become immobile on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.